Event description:
Prior to surgery field service engineer noticed that mayfield adaptor shaft was unable to move. This affected positioning options but surgeon decided to proceed with fixation and surgery. Field service engineer attempted to apply lubrication to the shaft but this did not resolve the problem. No delay to surgery and no clinical consequences.

Manufacturer narrative:
It was reported that the shaft of the mayfield head holder adaptor was found immobile. DHR review and review of complaint history did not identify any contributory factors to the event. According to inspection of the returned product, the complaint is confirmed and it was also found that the screw of the handle was bent but still functional. It was probably bent by a shock. The root cause of the damage of the shaft is an unknown material deposit at the joint of the two mobile parts. The source of this deposit cannot be determined precisely. The mayfield head holder adaptor was replaced.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Prior to surgery field service engineer noticed that mayfield adaptor shaft was unable to move. This affected positioning options but surgeon decided to proceed with fixation and surgery. Field service engineer attempted to apply lubrication to the shaft but this did not resolve the problem. No delay to surgery and no clinical consequences.